Event description:
Customer callled to report a low blood glucose event. Customer has been experiencing horrible lows. The current blood glucose reading is 227 mg/dl. The paramedics were called to treat a low blood glucose of 61 mg/dl. Customer was passed out on the floor. Customer was not taken to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.